Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the r3 liner, hemi head and modular sleeve were removed. The r3 shell and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, hemi head, sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell, r3 liner and stem. Similar complaints have been identified for the hemi head and modular sleeve. This failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. It cannot be determined to what extent the patients comorbidities had on his pain and clinical status. It is unknown to what extent the patient¿s reported alcoholism could have affected his bone quality which could have also been a contributing factor to the reported avascular necrosis. The reported pain along with intraoperative findings of synovitis and corrosion on the femoral neck, head and acetabulum may be consistent with findings associated with metal debris and synovitis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, synovitis, avascular necrosis, and corrosion cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery was performed due to synovitis with corrosion.

Event description:
It was reported that revision surgery was performed.